Manufacturer narrative:
(B)(4):this information was inadvertently left off of the supplemental #05 MFR. Report.

Event description:
Additional information from the generator was decoded and reviewed. The additional information further validates the vns generator battery depleted as expected based on the programmed settings. No anomalies were observed within the decoded data that could have caused or contributed to the reported event of premature battery depletion. The battery voltage depleted as expected and the generator displayed the ifi = yes (intensified follow up indicator) battery indicator message at the proper battery voltage threshold. No additional relevant information has been received to date.

Event description:
Additional information was received into the programming history database and reviewed. With the newly received information, the programming history database still showed the device was at the ifi = yes condition. Additionally, the ifi indicator appears to be displaying correctly based on the observed battery voltage. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the vns patient¿s device showed an ifi condition after being implanted for approximately five years. The ifi condition is believed to be premature battery depletion. A battery life calculation using the available programming history showed approximately 4.6 years remaining. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient had not undergone any known surgical procedures that may have caused the generator to reach premature end of service.

Event description:
An implant card was received which stated the patient had a vns generator replacement on (B)(6) 2016. The generator was explanted prophylactically due to the ifi = yes condition that was observed. The explanted generator was replaced with a m106 generator and impedance values was found to be within an acceptable level. The generator was received by the manufacturer for analysis; however, the analysis has not been completed to date.

Event description:
Produce analysis for the returned vns generator was completed. It was found the generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed the generator performed according to functional specifications. The reported allegation of ifi = yes (intensified follow up indicator) was duplicated in the produce analysis lab. The battery voltage showed an ifi = yes condition. Additionally, a battery life calculation resulted in 3.5 years remaining until the neos = yes (near end of service) flag would be set. An incomplete programming/diagnostic history indicates the estimation does not use all of the data required to make an accurate estimation. There were no performance or any other type of adverse conditions found with the generator.

Manufacturer narrative:
This information was inadvertently left off of the previous MFR. Report.

Event description:
It was reported the patient is undergoing monitoring and evaluation at a local epilepsy monitoring unit per referral by the physician. No surgical interventions have occurred to date.

Event description:
New programming history was received and the battery life calculation was performed again, which showed 3.6 years remaining until neos = yes. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).